Event description:
It was reported the patient had no stimulation sensation starting the night prior to call. While on the call, the patient was able to increase stimulation. The patient could feel stimulation afterwards.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pc4h, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).